Event description:
The customer reported poor image quality with image noise on the camera head during a diagnostic procedure. The procedure was completed with the same device with a delay of less than 30 minutes. No reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.